Event description:
Customer reported a delivery and packaging issue involving a replacement adc blood glucose meter, test strips and lancets. Customer further reported that due to this he experienced "sweating and dizziness" and subsequently sustained an unspecified injury. No further information was provided by the customer because he did not want to continue troubleshooting. Multiple, unsuccessful, attempts to contact customer have been made to gather additional information. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. (B)(4). The actual date when the medical event occurred is unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned a device history review (DHR) of the test strips was requested. The DHR for lot number (1257650) indicated the test strips were performing within their performance claims and met the manufacturer's quality specifications prior to their release. This is a final report.